Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 32 mg/dl. The customer current blood glucose was 42 mg/dl. Customer was treated with food and drink for low blood glucose. Customer had symptoms as shaking, fatigue, sweating, weakness, anxiety. It was unknown that customer was customer use auto mode feature at the time of low blood glucose event. Customer had been using the insulin pump system within 48 hours of reported low bg event. The insulin pump will not be returned for analysis. Updated narrative : customer was alleged that insulin pump was over delivering due to retainer ring was damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.